Event description:
N/a.

Manufacturer narrative:
All available information was investigated, and the returned device analysis confirmed the reported difficulty removing the sgc guide attach from the stabilizer. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined that the reported difficult to remove may be related to a potential product quality issue. This complaint falls within the scope of an exception, as the complaint description and device code match the specific issue described in the exception. Therefore, this complaint is pointing to exception (issue) (B)(6), exception (action) (B)(6). The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be filed with additional information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 3 degenerative mitral regurgitation (mr) for a mitraclip procedure. During device preparation, the steerable guide catheter (sgc) successfully attached to the stabilizer. During the procedure, two mitraclips were successfully implanted and the procedure was discontinued. The final mr was grade 1. After the procedure, there was resistance while trying to remove the sgc from the stabilizer, only possible after excessive force. There were no adverse patient effects or clinically significant delays reported.